Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of driveline disconnect alarms while the connections appeared secure was unable to be confirmed through this evaluation. Review of the available log files confirmed that the pump did not immediately restart when connected to the backup controller by design as external power was not connected to the backup controller. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of syncope could not be conclusively established. The available log file data was reviewed on the reported event date of 27dec2024. Atypical power cable disconnect alarms were noted in the morning of (B)(6)2024 followed by the driveline being disconnected; refer to the investigation of controller serial #(B)(6) regarding atypical power alarms (MFR 2916596-2024-53029). The driveline was connected to the backup controller; however, the pump did not immediately restart by design as the backup controller was not connected to external power. The driveline was disconnected and reconnected multiple times. The pump started when the backup controller was connected to external power and the driveline was reconnected. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable pump alarms. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 lvas. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also explains how to replace the running system controller with a backup controller. The user is instructed to connect the backup controller to an external power source before connecting the driveline. The IFU also cautions that the pump will not re-start without external power applied to the system controller. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to alarm conditions. The heartmate 3 lvas patient handbook, rev. D, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. Section 2 ¿how your heart pump works¿ of the patient handbook explains how to replace the running system controller with a backup controller. The patient handbook cautions the user ¿if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed.¿ the user is instructed to connect the backup controller to an external power source before connecting the driveline. The patient handbook cautions that the backup battery will not start the pump without external power applied to the system controller. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a reported driveline disconnected alarm while connections appeared secure. The alarms began at 8am. An emergency system controller exchange was performed and the patient was transported to the emergency room. The patient syncopized twice per their sister who witnessed the event, and estimated there were a few minutes during which the patient was unconscious. The customer stated it took approximately 10 minutes for the pump to restart as per the event log on the new system controller (B)(6). The pump now appeared to be functioning properly, and the patient was hemodynamically stable. The site confirmed the modular cable connection was secure. Data from the malfunctioning system controller (B)(6) was unable to be accessed as it was failing to connect to the power module. Log files were sent for review on the new controller (B)(6), and the event log captured the system controller connect to power alarms but the timestamp was incorrect as it showed (B)(6)2000 so the timeline of events was not clear. It appeared the new system controller (B)(6) was connected to the mpu but the driveline still showed disconnected for several seconds. Once the driveline was connected, the pump came up to fixed speed within a couple of seconds. Additional information provided that the issues resolved after the controller exchange, and the patient was discharged home after observation.